Event description:
It was reported that the ventilator was shutting down during testing and prior to being placed on the patient. The pediatric patient was placed on another ventilator. No patient harm reported.